Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that 580 days following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. At the time of the index procedure, the patient presented with an acute myocardial infarction. The index procedure identified and treated one denovo, mildly calcified, 2.5x22mm total occlusion of the distal lad (left anterior descending). Treatment was with predilation and placement of a 2.5x24mm taxus express2 drug eluting stent. The patient was discharged two days later on asa and plavix. The patient developed 50% restenosis of the mid lad 580 days following the index procedure. The event was classified by the investigator as moderate non-life threatening and unrelated to the study device. The restenosis was to be treated with ongoing medical management of his atherosclerotic heart disease.